Manufacturer narrative:
This investigation is ongoing.

Event description:
The sales rep on site for surgery reported the laser probe got stuck in the trocar cannula during laser retinopexy. The laser probe was too thick to go through cannula. The doctor ended up having to suture the sclerotomy with a vicryl 7.0 suture.

Manufacturer narrative:
One used 55.70.25p, 25ga flexible tapered illuminated laser probe from lot m0045478 was received for evaluation. The sample was received in an open pouch without any needle cover or protective clamshell. The probe was removed and examined. The probe had surgical residue on it. The nitinol tubing was found to have been pinched/broken near the needle cutoff juncture. The laser light path and illumination light paths were both still intact. Measurements were made on the cutoff tube od using a calibrated micrometer. The tube od measured .0202¿, which is in tolerance for a 25ga tube (.0200¿ to .0205¿). The nitinol tubing was measured and found to be in tolerance per the drawing (.0160 +/- .0005). The nitinol od measured .01615¿. At the wider area of the pinch / break the nitinol measured ~ .01855¿ due to the pinched condition of the tubing. The probe was then pushed through a 25ga alcon valved cannula port 6mm. The entry was not as smooth as it should have been (due to the pinched nitinol). Removal of the nitinol from the port did indeed pull out the cannula port. The movement of the probe in and around the cannula would definitely have been exacerbated by the pinched/broken nitinol. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.